Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# j11274r46, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown brand of morphine (concentration 35 mg/ml, dose ¿16 mg¿) and bupivacaine (concentration 8 mg/ml, dose unknown). It was reported the patient had an increase in pain. A refill was done, and the expected reservoir volume was 2.6 ml. The actual reservoir volume was 10 ml. A catheter dye study was attempted by the hcp, and they were unable to aspirate the catheter. There were no environmental/external/patient factors that might have led or contributed to the issue. The patient was referred to another hcp for revision. The issue was not resolved at the time of the report. Surgical intervention was planned and scheduled for (B)(6) 2017. Another representative was going to cover the case on (B)(6) 2017. The hcp would also replace the pump as it was nearing early replacement indicator (eri). The patient status at time of the report was alive ¿ no injury.